Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal eri, the right ventricular (rv) lead was capped and replaced due to a high threshold value. The patient is in stable condition.